Manufacturer narrative:
Evaluation completed. One 23ga vitrectomy cutter was returned wrapped in a bl5223wv pack label from lot v5725. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The inner needle does not reach the cutting edge and therefore the cutter does not cut. It should be noted that a bent needle could contribute to poor cutting performance. The cause of the bent needle condition cannot be determined. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported the cutter in the pack would not cut during the procedure. They opened another and proceeded with the surgery with no issue.